Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and failure analysis investigations could not reproduce nor confirm the customer-reported complaint. Visual inspection found no signs of physical damage. No missing components were observed. The instrument was returned with a reported complaint that does not affect the functionality and is a part of the instrument's design. The instrument reported a missing input disk however this instrument, does not require an extra input disk in the reported area. The instrument is in its expected condition. The product is considered conforming in its current state.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that the permanent cautery hook (pch) instrument had a damaged spot on the insulating layer. There was no report of patient involvement. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.